Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 421 mg/dl. Customer declined the troubleshooting for high blood glucose. Customer stated that there was loss of communication between pump and transmitter. Customer stated that they received sensor signal not found error. The device will not be returned for analysis.